Manufacturer narrative:
The reported event was confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The shout tornier shoulder outcomes study involved a patient who underwent a revision due to a fracture. The following components were removed: stem: aequalis ascend 8b ptc; humeral head: ascend 52x20 high offset; glenoid: affiiniti 56 pegged. An update, provided at a later date, revealed that the fracture resulted from a fall from a ladder causing a displaced periprosthetic proximal humerus fracture.

Event description:
The shout tornier shoulder outcomes study involved a patient who underwent a revision due to a fracture. The following components were removed: stem: aequalis ascend 8b ptc. Humeral head: ascend 52x20 high offset. Glenoid: affiiniti 56 pegged. An update, provided at a later date, revealed that the fracture resulted from a fall from a ladder causing a displaced periprosthetic proximal humerus fracture.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition is unknown.